Event description:
It was reported that the guidewire could not be passed through the lead after the second placement of the left ventricular lead during the implant procedure. A different lv lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was noted on the distal conductor (not obstructed).